Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 500 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer mentioned that they had no delivery alarms but stated they resolved the issue with a set change.